Event description:
It was reported that during a percutaneous coronary intervention treatment procedure, a balloon rupture occurred. The physician was attempting to pre-dilate a 90% stenosed, de-novo lesion located in the moderately tortuous and severely calcified distal right coronary artery (rca) with a 1.50x15mm apex balloon catheter. Vascular access was femoral. There was some resistance experienced while crossing the lesion. Once the balloon crossed the lesion, the balloon ruptured on the first inflation at 10 atms. The device was removed intact. The procedure was completed with the use of a different balloon catheter. There were no reported patient complications. The patient's status is listed as "good".

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).